Event description:
A surgeon reported following a glaucoma filtration device implant procedure, the shunt was touching the iris. No harm was reported to the pt, the shunt remains implanted. Add'l info has been requested.

Manufacturer narrative:
Eval summary: no data regarding product identity was received ie no lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. The condition of the product could not be verified. No sample was returned; the device remains in the eye. Add'l info has been requested. (B)(4).